Event description:
Additional information received from the manufacturer representative (rep) reported that he had not heard from the patient or physician, so assumed the patient was doing well. The rep¿s relevant interrogations were previously sent and nothing came of it. This was why the physician elected to replace the implantable neurostimulator (ins) and no other interrogations were done.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced intermittent shocks on the left side of her chest at the device pocket. Impedance testing was performed and the patient was reprogrammed. The device report provided by the manufacturer representative (rep) did not contain a record of any instance in which an external component turned the implantable neurostimulator (ins) off and on. It would be unable to capture if the ins was turning itself off and on. The ins was explanted and replaced and the patient was alive with no injury at the time of the report. The manufacturer representative (rep) later reported that the patient did not provide accurate information, so it was hard to know what she was describing at times. The patient outcome and therapy benefit after surgery was not reported as a different rep was present at the surgery, so additional information was requested of the rep present at surgery. If additional information is received a supplemental report will be sent.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was turning off/on by itself but they did not know when it started. It was turning off and on in the office the day prior to report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v911922, implanted: (B)(6) 2012, product type: lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v931137, implanted: (B)(6) 2012, product type: lead. (B)(4).